Event description:
Reportedly, the device was explanted after an implant duration of approximately two years (22.23 months) due to calcification. The implant date is known only as "2008" and the event was reported by the surgeon as "explantation of biological valve, valve implanted in 2008 in aortic position. Calcificated valve.

Event description:
It has been determined that this is not an edwards device. This was reported by edwards in error.

Manufacturer narrative:
Device not made by company. Evaluation summary: the valve received is not an edwards valve. The sewing ring characteristics and the missing crimp in the x-ray at the right coronary leaflet are evidence that the valve received is not an edwards valve. Method: x-ray. Results: not an edwards lifesciences device. Manufacturer unknown. Additional manufacturer narrative: we had previously reported that this device would be disassembled to get the serial number in order to complete the device history record review. However, through evaluation x-ray, it has been determined that the device returned is not an edwards lifesciences device. Therefore, the device will not be disassembled. Additional research was done and we concluded that this patient is not currently listed in our implant patient registry given the information provided. Additional requests have been made to the health care provider to assist in identifying the make and model of this device. When identified, the device will be forwarded to the manufacturer as appropriate. In previous communication with the health care provider, it was identified that the implant and explant were performed at the same hospital by the same surgeon. However, the report also indicated that additional information (patient history, operative report and/or discharge summary) is not available. To date, no additional information has been provided.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Device evaluation anticipated, but not yet begun. Per the initial customer report, the patient name was not released; patient had no other prosthetic devices; and patient status was stated as "hospitalized (stable)". It was also indicated in the customer report that no operative, echo, patient history/medications, pathology or histology reports were available. No serial number was reported for this device; therefore, the DHR cannot be done until this information is known. The device will be disassembled for identification once the evaluation has been completed and the DHR will be done at that time. Investigation is on-going.